Manufacturer narrative:
Product complaint coding was initially revised to ¿priming problem,¿ then further reviewed and updated to ¿noise, audible¿ to more accurately reflect the reported event. Following these updates, a clinical narrative was completed, and the us MDR reportability was changed from malfunction to not reportable. The clinical rationale states the following: the impella cp was inserted via the femoral artery to support the patient of undocumented age or gender who had been admitted in for an electrophysiology study/ablation. The patient's underlying medical history was not shared. After 6 days of the support the team observed a purge cassette to be noisy. The team replaced the cassette and support proceeded til pump weaned and explanted. There was no harm or injury and the event is not reportable due to the low severity. Accordingly, this follow-up 1 report serves as a redaction of the previously submitted report for the event involving the cassette.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported abnormal noise from the purge cassette.